Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image revealed the device went into backup mode due to a parity error. After the device was restored from backup mode, functional testing was performed. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal. The backup operation could not be reproduced and the cause of the reported event could not be determined.

Event description:
It was reported that the device was in backup model during a follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition.